Event description:
Per report, after the successful trans-apical deployment of a sapien valve with the retroflex 3 delivery system, the patient experienced a hypotension and was put on bypass/pump. The patient was taken off after 7 minutes, once the blood pressure was restored. The patient was noted to be in a stable condition at the end of the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information provided by the valve program coordinator: at the 30-day follow up visit the patient was doing fine and the valve was working properly. Per the instructions for use (IFU), the retroflex 3 delivery system is indicated for the transfemoral delivery of the edwards sapien transcatheter heart valve. The safety and effectiveness of the edwards sapien transcatheter heart valve via transapical delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. Per the sapien valve instructions for use (IFU) and the physician's training manual, hypotension is a known potential complication associated with the overall transcatheter valve replacement (tavr) procedure, including balloon valvuloplasty, and the potential risks of the use of medications and anesthesia. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. While the exact cause for the hypotension in this case cannot be confirmed, there is no allegation of device malfunction. In addition to the procedure itself, other factors that could have contributed to the patient's procedural hypotension include the patient's increasing age, fragile condition, and multiple cardiac comorbidities (i.e. Cad, chf, and ischemic cardiomyopathy). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required at this time.